Event description:
Customer's father reported via phone call that the insulin pump has been alarming no delivery. It was stated that the customer changed the set twice and when he tried to deliver a bolus, it would go up to 2 units and then alarm no delivery. It was stated that they also changed the site and the alarm is recurring. Blood glucose value was 390 mg/dl. The customer treated with the old insulin pump and insulin did deliver. The customer has not tried different cannula lengths, insulin is not expired or denatured, he does rotate sites and avoids scar tissue and insert the infusion set with the serter. The tubing is not bent or kinked. Troubleshooting was declined. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.